Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power during while monitoring a patient. After replacing the battery, the device functioned properly. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer's device and was unable to verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The battery used during the event had been discarded by the customer, therefore it could not be evaluated, and a cause of the reported issue could not be determined.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power during while monitoring a patient. After replacing the battery, the device functioned properly. There were no reports of adverse effects to the patient as a result of the reported issue.